Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you please clarify, when the device "misfired, it did not fire some staples", did the device partially fire (device began to staple and cut, but then jammed)? Or did the device fully fire but the staple line was missing staples? Response: I have requested more information from the surgeon who reported the issue as instructed. Surgeon has not responded to inquiry for clarification/ more info.

Event description:
It was reported that during an unknown procedure, the surgeon using the tlc linear on the stomach when it misfired, it did not fire some staples. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Batch # p57134. Device evaluation: the analysis results found that the tct75 device was received with no apparent damage and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.